Manufacturer narrative:
The investigation determined that imprecise and higher than expected vitros amon quality control results were obtained from non-ocd biorad qc fluids when using vitros amon reagents on a two different vitros 5600 integrated systems. The assignable cause of the event is instrument related most likely due to a microslide incubator contamination. The cause of the microslide incubator contamination was not identified. Results of precision testing demonstrated that the vitros 5600 integrated systems were not operating as expected at the time of the events. Acceptable performance was obtained after ocd service actions were performed.

Event description:
The customer complained that imprecise and higher than expected vitros amon quality control results were obtained from non-ocd biorad qc fluids when using vitros amon reagents on two different vitros 5600 integrated systems. (B)(4). Biorad level 2 result: 97.4089 umol/l vs expected 77.6 umol/l. (B)(4). Biorad level 2 results: 93.2398, 94.1438, 93.6632, 103.81, 96.0507, 94.1961, 93.8121, 93.2291 umol/l vs expected 77.6 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not indicate that any reported patient amon results had been in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).